Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 6. The pt's ultrafiltration reading was 2108ml indicating the home pt (hp) drained 2108ml more than their programmed fill volume of 2500ml. This info gives a total drain volume of 4608ml (2500ml + 2108ml). The hp is doing fine and has been able to continue peritoneal dialysis therapy without any further problems. No serious pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Add'l PMA 510(k): k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available log data, the eval has determined the most probable cause of the overfill to be a catheter issue, insufficient drain, user error because drain and a negative ultrafiltration alarm was bypassed, and a false empty detect. The device will be routed to the svc area.